Event description:
It was reported that there was an event where the right atrial (ra) lead had noise oversensing causing inappropriate automatic mode switch, and the right ventricular (rv) lead had a noise oversensing issue. Both of which were transmitted over merlin remotely. No intervention was reported. There were no patient consequences.